Event description:
It was reported that the patient artificial urinary sphincter (aus) pump eroded out of the scrotal incision due to infection. The entire aus system was removed 6 months ago and a new aus was reimplanted in (B)(6) 2019. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.